Event description:
Pelvic infection, erosion of mesh, inflammation, nerve damage, migration, autoimmune disease development, multiple surgeries to remove mesh. Event did not abate after use stopped. Diagnosis or reason for use: pelvic organ prolapse. A second implant surgery on (B)(6) 2008 in which apogee stem with intepro lite ref #720002-01, lot#525271007 exp 2008, nov 5, by american medical systems.